Manufacturer narrative:
The actual device has been returned but the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code was used in the conclusions. A comment was made by the user facility that several incidences of valve leakage had occurred. However, those events were not reported to the manufacturer and no additional information was available including event dates, product/lot codes, patient information or any specific event descriptions. Therefore, because it is not possible to conduct meaningful investigations or obtain sufficient information about the individual events, we are including this anecdotal information within this report for reference purposes. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported valve leakage on the involved device. Follow up communication with the user facility confirmed the following information: the sheath was leaking from the valve; blood loss was estimated at 100ml; the procedure was completed; and the patient was reported as doing fine.

Manufacturer narrative:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00015 to provide the sample evaluation results as well as the age of the patient. (B)(4). The actual device was returned to the manufacturing facility for evaluation. The sheath sample was evaluated and revealed no visual anomalies. The sheath was leak tested without stressing the valve and no leak was observed. The valve was removed and inspected more closely under magnification and revealed to have an off-center anomaly. A visual examination of the retention samples from the reported lot as well as the surrounding lots confirmed there were no visual defects. Leakage testing revealed leakage in one retention sample. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. Based on the investigation, the retention sample failing the leak test supports the claim the complaint sample leaked. Although the exact cause of the reported event cannot be determined, a formal investigation has been initiated. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00015 to provide the sample evaluation results as well as the age of the patient.